Event description:
Additionally, healthcare professional reported "any creases".

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: red particle material on the shell, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of anxiety-product/procedure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side "deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device was explanted.